Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured with a vertical. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient condition was good.